Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that, during npwt, a renasys go is showing a blockage full warning several times. The following troubleshooting has being made: first the pump was reset by plugging the device into the wall and power the unit down. Second, the device was disengaged by quick clicking the connector, but the problem persisted. No other complications were reported. It is unknown how the treatment was completed. No further information is available.